Event description:
It was reported that after eating more than her usual meal announcement while using the ilet, the user experienced elevated blood glucose, with values decreasing from 300 mg/dl to 270 mg/dl during the call, and she was advised to continue monitoring and call back for a supply change walkthrough if glucose did not continue to decline. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, with no device alerts or alarms reported and no medical intervention or hospitalization. Investigation included a user interview and case review. Investigation of this case revealed no device malfunction or component failure, and the event was attributed to cause unclear given the larger-than-usual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.